Event description:
Related manufacturer reference number: 2017865-2022-03805. It was reported that a patient presented in clinic for follow up. Device interrogation revealed loss of capture due to dislodgement on the right ventricular (rv) lead. Device interrogation showed dislodgment on the atrial (ra) lead. The physician elected to replace both rv and ra leads. Patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage where the outer coil was found compressed at 24.9 cm and the outer insulation was found cut at 31.3 cm from the connector pin.